Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a flickering issue during maintenance involving an olympus camera head. The customer suspected that the issue was caused by a fault in the camera head cable. There were no reports of patient injury.